Event description:
The manufacturer received information regarding a dreamstation 2 device. The patient alleges that during use there was a smoke smell and smoke was seen coming from the device. The device also showed error messages on the display. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.